Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following the initial implant, the patient moved their left arm and experienced complete heart block. It was noted that the right ventricular lead had dislodged. An attempt to reposition the lead was unsuccessful, and the lead was capped on (B)(6) 2013.